Event description:
A valiant stent graft system were implanted for the endovascular treatment of a 6.8 cm diameter thoracic aortic aneurysm in zone 2. It was reported that during the index procedure, the delivery system was successfully inserted into the patient. The position of the delivery system was confirmed via CT scan. When the physician deployed the stent graft, the stent graft jumped back and landed about 3 mm distal to the intended site. Per the physician, the cause of stent graft jumped back and landed 3 mm distal to the intended site was due to pumping of the heart and blood flow. A valiant cuff was extended proximal to the stent graft, resolving the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of a powerpoint slide deck containing several still angio images during implant confirmed that the patient had a thoracic aortic aneurysm in the arch. Areas of calcification were seen along the proximal landing zone. The location between the distal arch and descending thoracic was noted to be acutely angulated approximately 90deg. The first device was brought up and deployed just proximal to the lsa. The second device was then brought up through the first device and deployed several mm¿s proximal to the initially implanted device; distal to the lcca. The lsa appeared covered but remained patent. A third valiant device was then implanted within the distal end of the 1st device and extending the stent graft into the descending thoracic aorta. No endoleak or other stent graft issues were seen following implant. The cause of the inaccurate delivery could not be determined from the still images provided. No device issues were observed. The patient was hypertensive, and it is likely that the reported high blood pressure during the procedure and may have caused the device to jump back and land 3mm distal to the target.

Manufacturer narrative:
(B)(4).